Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during an unknown procedure, there was a leaking port that has caused a delay in the case and an increase in the amount of co2 used to maintain pnuemoperitineum. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how long was the case prolonged? 10-20 minutes. Were any noises heard such as whistling or hissing? Yes. A hissing noise is heard and the... If so, did the noise prevent insufflation? Please describe the noise. The noise did not prevent insufflation. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes this is a significant drop in pressure occasionally leading to a complete loss of pneumo. What was the gas consumption rate or volume (liter/minute)? Unsure but the gas was set to 12. Were you able to identify where the leak was coming from? Possibly from the gap between the cap and the main body of the trocar. Was a device inserted in the trocar during the leaking? If so, what device? Yes a 5mm lap johan. Was any torque being applied to the trocar or device? Yes due to the nature of robotic surgery the trocar is often torqued for extended periods of time.